Manufacturer narrative:
(B)(4).

Event description:
It was reported that t-wave oversensing were seen, and programming changes were made. Non-sustained rv oversensing was later seen due to post-paced t-wave oversensing via remote transmission. Further programming changes were made. No patient symptoms were reported following the changes.